Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the reported complaint could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's scs lead revision (ref medwatch # 1627487-2014-04088). The physician was unable to place a 3286 model scs lead due to possible scar tissue. Instead, the physician placed two 3186 model scs leads. The procedure was extended approx 45 - 60 minutes.